Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician noted an insulation break on the sensing portion of the lead. The physician elected to repair the lead.